Event description:
Healthcare professional reported "rupture" and "exchange due to the patients concerns with the product". This record is for the left side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Visual analysis: device photographs for the device related to the reported event of (B)(6) 2025. Visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ necrosis: unable to observe since it is not related to the device. ¿ capsular contracture: unable to observe since it is not related to the device. ¿ anxiety - product/ procedure: unable to observe since it is not related to the device.

Event description:
Patient reported "rupture" and "exchange due to the patients concerns with the product". The event was confirmed via mammogram. Later healthcare professional reported "capsular contracture baker grade ii", "rupture" and "exchange of a textured device due to product concern". Later healthcare professional reported "hyalinized fibrous capsule with attached benign fibroadipose tissue" and "focal areas of fat necrosis". This record is for the left side. Device was explanted and replaced.

Event description:
Patient reported left side rupture and exchange due to the patients concerns with the product. Healthcare professional later confirmed left side rupture and reported capsular contracture baker grade ii. Device has been explanted and replaced.

Event description:
Patient reported "rupture" and "exchange due to the patients concerns with the product". The event was confirmed via mammogram. Later healthcare professional reported "capsular contracture baker grade ii", "rupture" and "exchange of a textured device due to product concern". Later healthcare professional reported "hyalinized fibrous capsule with attached benign fibroadipose tissue" and "focal areas of fat necrosis". This record is for the left side. Device was explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b6, h6 the event of necrosis is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.